Manufacturer narrative:
An event of aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted and a concomitant aortoplasty was performed for bacterial endocarditis in the native aortic valve. On an unknown date the patient presented with symptoms of severe aortic stenosis due to unspecified prosthetic valve failure. On (B)(6) 2018, the trifecta valve was explanted and replaced with a 23 mm carbomedics top hat bileaflet mechanical heart valve. Additional information has been requested.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted and a concomitant aortoplatsy was performed for bacterial endocarditis in the native aortic valve. On an unknown date the patient presented with symptoms of severe aortic stenosis due to unspecified prosthetic valve failure. On (B)(6) 2018, the trifecta valve was explanted and replaced with a 23mm carbomedics top hat bileaflet mechanical heart valve. The patient is reported to be stable.

Manufacturer narrative:
An event of aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.